Manufacturer narrative:
This is the same event as 3010536692-2014-01257, 01258.

Event description:
Allegedly, revised due to looseness and clicking. Revision surgery revealed metal staining, metallosis and loosening of the prosthesis.